Event description:
Information received by medtronic indicated that the insulin pen was not working properly. Customer stated they had change cartridge and screw was not moving as intended as there was lot of resistance when wind up the insulin pen. Customer stated injection foot was touching the plunger inside the cartridge and screw was pulling back into the insulin pen while dialing and customer did not touch or twist dose button. Customer also reported insulin pen application was not recording the exact doses dialed on the insulin pen. Customer stated they dialed 5 units during troubleshooting, and it only logged 2 units and dose amount recorded in insulin pen application was greater than 1 unit. No harm requiring medical intervention was reported. Troubleshooting was successfully performed, however the customer will discontinue the use of device.

Manufacturer narrative:
Per visual inspection: cap no longer stays attached. No physical damage to cartridge holder or inpen was noted. Customer reports: leadscrew is not working as design and inpen app is not recording the exact doses dialed. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Received inpen 1/4 of travel. Re-wound pen and noticed a resistance while rewinding back into inpen. Hard to dial more than 4 units. Unable to perform functional test due to leadscrew anomaly. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: per dennis berg san diego investigation: destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin. Encoder base bond failure can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy or not pairing. Therefore, the customers complaint of leadscrew anomaly was confirmed. However, unable to verify dose log inaccuracy due to leadscrew anomaly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.